Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, an infection had developed at the implant site, exposing the receiver/stimulator. The patient underwent a skin debridement surgery (specific date not reported); however, the issue did not resolve. The device was explanted on (B)(6) 2024, and it is unknown if there are plans to re-implant the patient as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced skin necrosis over the implant site (specific date not reported). The patient was also treated with IV antibiotics (specific date and duration not reported).

Manufacturer narrative:
Per the clinic, it was also reported that the patient experienced skin breakdown. Additional information has been requested but has not been made available as of the date of this report.